Event description:
The customer was hospitalized for high bgs. The customer has symptoms of high bgs/dka. Suggested the customer to revert to back up plan for manual injections. It was indicated that the programming and histories on the pump were accurate. The customer declined to troubleshoot the device at the time of call. A replacement pump was requested.